Event description:
A customer contacted beckman coulter inc. (Bec) regarding discrepant high hemoglobin (hgb) and hematocrit (hct) results generated by their coulter act diff 2 analyzer for one patient. Bec data review also indicated discrepant results for the wbc, rbc, and plt results with instrument generated flags on the wbc parameter. The customer re-ran the patient sample two additional times and the cbc results (lower wbc, rbc, hgb, plt, and hct) reproduced to patient's history, which were considered correct. No erroneous results were reported outside the laboratory. There was no death, injury or change to patient treatment with regard to this event. Instrument printouts for the patient were not provided. Patient results were obtained from patient summary review report detailing a chronological listing of patient runs and results.

Manufacturer narrative:
Qc was recovering within acceptable range and near target values aside from platelets. The customer indicated that a different patient sample documented in a separate MDR (1061932-2012-01651) was demonstrating discrepant high wbc results on the same instrument. Bec field service engineer serviced the instrument for both reported events and did not observe any instrument problems. However, fse performed preventive maintenance by replacing the probe, rbc diluent filters, waste filter, vacuum air filter, and mix check valves. Fse also assisted with s-cal calibration. The cause of the event is unknown. Per fse, the flagging may have been due to patient abnormality.